Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose was unknown for 10 days, the customer current blood glucose was 189 mg/dl. The customer was hospitalized on (B)(6) 2018, evening time, no specific date. The customer experienced symptoms such as due to feeling sick to her stomach, vomiting, fatigue, legs were in extreme pain. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.